Manufacturer narrative:
The subject device is not available for evaluation as it was discarded. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. It is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was learned through implant patient registry that a patient with a 23mm 3300tfx aortic valve implanted for three years, nine months was explanted due to calcification, degeneration, severe stenosis, and a small 3mm perforation on the right leaflet. The patient presented with acute on chronic diastolic congestive heart failure. A 23mm 11500a valve was implanted in replacement. The postoperative tee showed preserved biventricular function with a tiny perivalvular leak. There were no complications. The patient had persistent 3rd degree av block post-op and received a ppm on pod #7. The patient was discharged home on pod #9.